Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed an ¿abnormal energy¿ message when attempting to shock. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.